Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the replacement line of a prismaflex st150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9,h3, h6,h11. H11: the device was received for evaluation. Initial visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed at 2 bar pressure, and a leak was observed at the level of the set replacement y multi connector. Further inspection showed that the replacement post pump line, which connects this multi connector to the deaeration chamber, was disconnected. There was a visible non homogenous mark of solvent on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was determined to be related to the manufacturing assembly process, specifically the inadequate volume of solvent application to these components. Should additional relevant information become available, a supplemental report will be submitted.